Manufacturer narrative:
(B)(4).

Event description:
This ra lead was explanted and replaced because it had pulled back and had no capture. The physician tried to reposition it but the helix would not retract or extend fully so this lead was replaced. The rv lead had also pulled back so it was repositioned at this time. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Further analysis of the lead revealed cuts in the insulation and deformations of the outer conductor coil which occurred most likely during the explantation procedure. Blood penetrated the lead. In addition, signs of abrasion were found along the lead body. The insulation was intact. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.